Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer "clinician stated needle wouldn¿t retract all the way when pushed the safety button. When clinician removed device out of catheter."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the accucath needle failing to fully retract into the housing was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a 22ga accucath ace peripheral IV catheter assembly. The catheter had been advanced and was not visible in the photograph. The safety button was depressed and the needle was partially withdrawn into the housing. The guidewire did not extend from the needle tip and appeared to protrude from the flash notch. A loop of guidewire was visible extending from the housing. The wire appeared to be misrouted through the needle, preventing full withdrawal of the needle into the housing; however, inspection of the photograph was insufficient to identify the cause of the wire dislocation. Consequently this complaint is confirmed as ¿cause unknown¿ a this time. Potential contributing factors include attempted guidewire advancement against resistance, such as into tissue.

Event description:
It was reported by the customer "clinician stated needle wouldn¿t retract all the way when pushed the safety button. When clinician removed device out of catheter."